Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (event description); (explant date); (date received by manufacturer); (evaluation codes). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 2 dec. 2015: updated doi, added lot number for sleeve, added manufacture and expiry dates for all products. Updated mw fields. Updated file handler details. Taken from claimsuite update 1 dec. 2015.

Event description:
The pt is scheduled for an asr revision to address pain in (B)(6) 2011.